Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel and auxiliary channel, were flushed. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel and distal end/areas around the elevator were manually cleaned with neodisher septo predis zp detergent and olympus brushed (ref # (B)(4)). The scope was not manually disinfected. The scope was stored vertically in a cabinet without a drying function. There has been no maintenance of the scope since 2019. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on all channels of the cysto-nephro videoscope. On (B)(6) 2022, the scope positive for three (3) colony forming units (cfus) of coagulase-negative staphylococci. On (B)(6) 2022, the scope positive for one (1) cfu of staphylococcus capitis. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue had a leak, the connecting tube was scratched and the markings were unclear, the universal cord was kinked, the cable tube unit was wrinkled and the plug unit was cracked. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.